Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076-52 crdm non-defib lead, implanted: (B)(6) 2007; 419478 crdm non-defib lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered and there was no capture at 8v on the right ventricular (rv) lead. Additionally, the patient fell approximately 2 weeks ago and broke left arm. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.